Manufacturer narrative:
Evaluation: locking link.

Event description:
It was reported by service report that the stretcher fowler will not raise. No patient involvement or adverse consequences are reported.